Event description:
The user facility reported that the coating came off the runthrough wire involved when the doctor placed the stent in the left anterior descending (lad). Two runthrough wires were used to place the stent. Additional information was received on 23 mar 2022: it was confirmed that the coating came off only one wire and was left in the patient. The coating was behind the stent placed in the lad. The stent used was a 2.5 x 8mm xience skypoint. The patient was in stable condition. Only one of the wires used to place the stent was damaged, the other wire was fine with no issue. Additional information was received on 24 mar 2022: there was no blood loss. There was no patient injury or medical/surgical intervention required. The stent was placed, and the patient improved. A tig 5fr radial catheter and terumo sheath were used.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: logistics coordinator cv services. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the manufacturing record and the product-release judgement record of the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. The record of outer diameter and distal tip fracture strength at the time of shipping inspection was confirmed for the product of the involved product code/lot number combination. No anomaly was found. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. Please see MDR 2243441-2022-00011 for the importer report on this reported event. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The actual sample upon receipt was one runthrough ns. Visual inspection of the actual sample found that the niti core wire had been fractured and the platinum coil had been unraveled and fractured. From this, it was considered that the coating coming off the wire as pointed out was referring to the unraveled platinum coil. The length of the niti core wire was measured and compared with that of a current product sample. It was found that approximately 7 millimeters was missing from the distal section of the actual sample. The length of the platinum coil could not be measured, as it had been unraveled and elongated. The actual sample was approximately 23 millimeters. The current product sample was approximately 30 millimeters. Electron microscopic inspection of the niti core wire found that the fractured section had been tapered, the fractured surface was inclined, and a dimple pattern (a hole-shape pattern) was observed. The thickness of the niti core wire was measured near the fracture. It was equivalent to that of the current product sample, and no anomaly was found. Based on our past knowledge, the following simulation test was performed. Using a factory retained runthrough ns, the distal end of coil was trapped and following force was applied respectively. In each case, the niti core wire inside the platinum coil was fractured. Then, a removal operation was performed. The platinum coil was frayed and elongated. When the removal operation was continued, it was found that the platinum coil was fractured. Subsequently, electron microscopic inspection of the fractured section of niti core wire was performed. The following forces were applied. Pulling force results: I) found that the fractured section was tapered, and the fractured surface was inclined. Ii) a dimple pattern (a hole-shaped pattern) was found on the fractured surface. Ii) it was very similar to the state of the actual sample. Repeated bending force results: I) the fractured section was curved, and a dimple pattern was found on the fractured surface. Ii) it was different from the state of actual sample. Torque force results: I) the fractured section was twisted, and a dimple pattern (a hole-shaped pattern) was found on the fractured surface. Ii) it was different from the state of actual sample. Pulling force results: I) the fractured section was curved, and the fractured surface was twisted. Ii) it was different from the state of actual sample. Based on the investigation result, as a possible cause of this complaint, the following mechanism was inferred to have caused the fracturing. The distal end of the actual sample was trapped in the stent strut. When a withdrawal operation was being performed in order to release the trapping state, tensile force was applied to the actual sample, which resulted in the fracture of niti core wire inside the platinum coil section. After that, when the withdrawal operation continued, the platinum coil was unraveled and elongated. As a result of continuing the withdrawal operation further, the platinum coil was fractured. Ashitaka factory is always continuing diligence in maintaining the product quality by performing extensive controls, for example, as follows: I) after the coil-wire-fixing process, 100% visual inspection is performed to assure that there is no deformation on the coil; ii) after the product assembling process, the outer diameter is measured on 100% basis to assure that there is no anomaly on it; iii) the fracture strength of the distal section is determined on sampling basis per product code/ lot number to confirm that there is no anomaly on it. For future use, the following statement found in the IFU (instructions for use) of this product should be noted, as appropriate. "If any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter."